Event description:
A malfunction on the customer's pump was reported. There was no adverse impact to the customer's blood glucose level. The customer, unable to reset the device immediately due to the lack of a charger at work, received pump reset information and planned to call back for further assistance upon returning home. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.